Event description:
In 1990 rptr had silicone implants & within 6 mos., she started to get rashes. She was exhausted, had swollen joints, pain & imflammation. Her breasts were hard as a rock & extremely painful. Her hair was falling out. Symptoms are too numerous to list. (Dry eyes, fever, swollen glands, etc.) Scar capsule, fluid build up im implant.